Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional cerebrovascular treatment procedure with a small-bore sheath. Reportedly, after deploying the foot, there was resistance felt when depressing the plunger as the plunger could not be fully pushed in. The plunger was withdrawn, the foot was retracted, and the prostyle device was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The mechanical jam was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported issue could not be determined. Analysis revealed the push mandrel bent inside the plunger in an unsupported area. In this case, it is possible an interaction with tissue caused the posterior needle tip to jam after contacting the cuff causing the push mandrel to bend in the plunger during the final push of the plunger against the handle. The bend in the plunger prevented any further release of the posterior needle tip; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.